Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the implantable cardiac monitor (icm) was "not working" and is "not getting any information". The icm remains in use. No patient complications have been reported as a result of this event.